Event description:
There was a hole in the outer packaging of the trapease. After opening the outer package, the hole was also observed on the inner package by the stopcock where the side arm comes out compromising sterility. It was determined that pressure was probably applied during delivery, causing the product to puncture through the package. The product was not clinically used. The product will be returned for analysis.

Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional information will be provided within 30 days of receipt.